Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The manufacturing evaluation, visual inspection report stated that the screw is broken at the thread just below the head. Only the head of the screw was returned for evaluation. Only the thread end remains on the returned part. Visual examination is consistent with product complaint. Since all the features relevant to this complaint could not be checked and a review of the DHR could not be completed this complaint is indeterminate from a manufacturing standpoint.

Event description:
It was reported that during a procedure for a fibula free flap to a mandible, the imf screw being used as a temporary fixation during the osteotomy, broke during removal. The head of the screw was retrieved but the tip was left in the patient. The procedure was completed successfully.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for complaint (B)(4).